Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy after multiple falls. System diagnostics recorded high impedances. Attempts to reprogram were unsuccessful. As a result, the physician opted to implant another system at t11. The existing system was at t7 but remains implanted since it could not be explanted due to scar tissue. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire old system (t7-t8) was explanted.